Event description:
It was reported that this patient was admitted to the hospital with high, out of range shock impedance (170-180 ohms), on the right ventricular (rv) lead channel. A technical service (ts) consultant provided recommendations to perform max energy commanded shocks to determine the true shock impedance. At this time no additional information has been provided. The lead remains implanted. No adverse patient effects were reported. New information was received that this rv lead was explanted. A new lead was then implanted. The lead is not expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has been explanted, but is not expected to be returned. This investigation will be updated should further information be provided.